Event description:
It was reported by the rep the device was used during a laparoscopic oophorectomy. It was reported surgeon cauterizing tissue and spark of light noted. 05/21/1998 add'l info was rec'd. No difficulty, just concerned by the spark of light that was noticed. There was no consequence to the pt.